Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels. The caller reported that the customer had to control his blood glucose level with manual injections. Blood glucose level at the time of the incident was over 400 mg/dl. Blood glucose level at the time of the call was 158 mg/dl. Caller reported that the customer was nauseous. During a follow up call, the customer reported that the insulin pump had no delivery alarms in the past. Blood glucose level at the time of the incident was 230 mg/dl. The customer reported that the no delivery alarms persisted despite multiple set changes. During another call, the customer reported additional no delivery alarms. Blood glucose level at the time of the incident was 388 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.